Manufacturer narrative:
Source: this product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, the patient had dyspnea and false episodes of asystole were observed on the right ventricular (rv) lead. Technical support was contacted and stated that the false asystole was due to poor signal gain caused by the model of rv lead not being optimal for placement in the right ventricle. Device reprogramming was anticipated to resolve the event. The patient was stable and there were no adverse consequences.